Manufacturer narrative:
Per good faith effort (gfe) response received on (B)(6) 2025, the customer ordered and installed the replacement switch printed circuit board assembly (pcba), after which the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, an additional issue was observed during further evaluation of the device. This issue is being addressed in a subsequent case.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation button was not responding to touch and could not be pressed to get in to service. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the navigation button was not responding to touch and could not be pressed to get in to service. The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement switch printed circuit board assembly (pcba) and end cap bezel for repair. This investigation is ongoing.